Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ferritin result from 1 patient sample tested on a cobas 8000 e 801 module. The initial ferritin result was 0.2 ng/ml. The same patient sample was tested on another cobas e801 and a ferritin result of 54 ng/ml was obtained. The erroneous result was not reported outside of the laboratory. The ferritin result of 54 ng/ml was determined to be plausible. There was no allegation of an adverse event. The ferritin reagent lot was 30832700 with an expiration date of 31-jul-2019. The field engineering specialist determined the error was caused by the valves on top of the reagent probe syringes. The valves would get stuck from time to time causing incorrect reagent pipetting. He replaced the affected valves and the issue has been considered resolved. The investigation is currently ongoing.

Manufacturer narrative:
The alarm trace indicated on the date of the event that there were a number of short samples measured and a number of sample clots were identified. This is consistent with poor sample quality. The investigation did not identify a product problem.  The cause of the event could not be determined.